Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging an unusual issue with their onetouch verio iq meter - although the "meal tagging" option is turned on, the option to tag results is not provided on the meter after a test is performed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.